Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8184941. Medical device expiration date: 2021-06-30. Device manufacture date: 2018-08-30. Medical device lot #: 8121651. Medical device expiration date: 2021-04-30. Device manufacture date: 2018-06-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock had leakage at injection port.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8184941 & 8121651. Our records indicate the existence of a trend for this is in batch 884941 connecta, but this is only occurrence of this issue being reported in 8124651. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were unable to duplicate this event through the leakage testing of the submitted devices, preventing them form confirming the reported event. However based on a subsequent review of our manufacturing line , our engineers determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. Bd was not able to duplicate and confirm the failure mode with samples provided, however, customer reports ¿product / fluid leaking from injection port¿ and this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing.

Event description:
It was reported that during use of the bd connecta¿ stopcock had leakage at injection port.